Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right ventricular channel. Additionally, the patient experienced an episode of pacemaker mediated tachycardia (pmt). The device's algorithm successfully terminated the episode of pmt. Reprograming options were discussed. This device remains in service. No further adverse patient effects were reported.